Event description:
It was reported that the customer received excessive no delivery alarms. Unable to troubleshoot. No additional information is provided.

Manufacturer narrative:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.